Event description:
It was reported that far r-wave oversensing was observed on an asymptomatic patient during routine follow-up. Plans were made to adjust pulse generator sensitivity at the patients next follow-up visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.